Event description:
Laparoscopy: "during use of the device by doctor (B)(6), it has been observed that the clips are not tightened."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the device was severely damaged. The damage to the jaws prevented clip feeding and clip closure testing from being performed. The root cause of your experience with the device could not be determined, as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.